Manufacturer narrative:
Additional information was received on august 18, 2021. The implant date was clarified to be (B)(6) 2010. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5099097 that a female patient who had unknown mentor saline prostheses placed experienced several unexplained systemic symptoms post procedure. Rejection of the implants, neurological disorders, liver failure hospitalization, and immune disorders were noted. Additionally, it was stated the patient had attempted suicide several times. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-04425 for contralateral prosthesis report.